Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia was treated with glucagon, emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-332a, mmt-7040a, mmt-7841zn, mmt-397a, mmt-1884. Troubleshooting was performed. Customer was using insulin pump within 48 hours of reported event. Auto mode/smartguard feature was active at time of event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-397a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a low blood glucose on (B)(6) 2024. Low was treated with glucagon shot by customer's wife and the paramedics were called. The paramedics did not give any treatment as the blood glucose was brought up by the glucagon shot. Customer stated that he goes low even when off the pump. Customer declined further troubleshooting. Pump is not returning for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.